Event description:
The user facility reported a 42-year-old female patient, noted as high risk percutaneous coronary intervention, was implanted with an impella cp device for mechanical circulatory support. The medical team attempted post-closing the site with 2 percloses, however was unsuccessful. The cardiac physician did not want to attempt a dry closure with a balloon tamponade, so he called vascular to do a surgical cut down and repair. He placed the 14fr sheath back into the arteriotomy and sent the patient to the or. The patient tolerated the removal of the sheath and the procedure went well. Estimated amount of blood loss is unknown. The patient was sent to the ICU post procedure and doing very well.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.